Event description:
A physician reported to baxter a connection issue found with titanium adapter during use. The patient connector was not connected with the titanium adapter when the customer changed the transfer set. The customer reported that the connection become loose when the patient tightened the connector. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined